Event description:
At about 5 years 1 month after the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 175918: (B)(4) items manufactured and released on 31-jan-2018. Expiration date: 2023-01-29. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.